Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a continu-flo solution administration set in which a cut in the tubing was observed. According to the report, the "line was cut within the packaging." This condition occured before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.